Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump was received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. The insulin pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with motor error after priming and also during a bolus attempt. The patient's blood glucose at the time of incident is unknown; however, the customer woke up with very dry mouth. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump had not been exposed to a high magnetic field either. However, the customer mentioned that a motor position encoder error alarm had occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.